Event description:
It was reported that during testing conducted at the manufacturer facility, the extra long straight saber attachment was vibrating and caused testing to be aborted. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
The reported vibration was confirmed by a manufacturer repair technician through functional evaluation. The attachment is not a repairable device and will therefore, not be returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility, the extra long straight saber attachment was vibrating and caused testing to be aborted. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.